Event description:
The customer reported approximately fifteen (15) milliliters of possible waste leaked from the probe backwash cup and was contained within the instrument involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe), consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
Beckman coulter field service engineer (fse) discovered, the probe waste cup broken. The fse replaced the probe wipe assembly and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. Wipe assembly. (B)(4).